Manufacturer narrative:
P-cap locked in place properly during testing. Unit was downloaded successfully using thus software. Unable to confirm 61=stuck key alarms on the event date. However, stuck key alarm was recorded after event on (B)(6) 2025. Multiple attempts were made for keypad to response and keypad remained intermittent. The keypad overlay was removed, and no moisture damage was noted during visual inspection. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroding electronic assemblies including keypad flex connector leading to intermittent button response. Unit was also received with the following cosmetic damages: pillowing keypad overlay, cracked case, cracked case (battery tube) and scratched case. In conclusion, customer allegation was confirmed, unit was received with intermittent button due to corroded electronic assemblies including keypad flex connector. Cracked on the case was also confirmed during visual inspection when cracked case (battery tube) and cracked case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm and a cracked back part of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.